Event description:
Per affiliate: it was reported that the customer was hospitalized for lbgs. It was stated that the reservoir would become low volume in two days instead of the normal three days and the customer would have lbgs after each new catheter. It was indicated that the affiliate did not have many details regarding the patient and the event. No further details.